Manufacturer narrative:
Patient`s weight was received as additional information. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information has been received, but the reference and lot numbers of the products remain unknown, as it was reported that the implantation surgery occurred in another hospital. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number are available. Review of event description: it was reported that the patient was implanted with a hip implant in 2000 and revised on (B)(6) 2016 due to pain, cup loosening and dislocation of the metasul inlay. Review of received data: one surgical report from the revision surgery on (B)(6)2016 has been received. Diagnosis: cup loosening. Osteolysis. Paprosky type ll. Therapy: revision for cup and inlay. No complications are noted. Two doctor letters, dated (B)(6) 2016 and (B)(6)2016 have been received. It is mentioned that the patient suffered since one year from pain, which has increased in the last 7 weeks without any trauma. Moreover it is noted that the patient is overweight. It is described, that an x-ray from (B)(6) 2016 indicated signs of loosening (sintering) at the cup. Decentralization of the humeral head. Dislocation of the inlay. Fracture of trochanter major and dislocation of approximately 5mm. It is further mentioned that a CT scan from (B)(6) 2016 supports this diagnosis and also reveals the large osteolysis in the area of the trochanter major and minor. - one undated x-ray has been received. The review has been done by a healthcare professional. The inclination angle of the cup was determined to be approximately 64°. The humeral head is decentered and the inlay dislocated in the cup. Starting from the calcar and above the trochanter minor, a fracture line running towards lateral cranially is recognizable. Clear sintering is neither visible in the area of the cup, nor around the stem. Due to the quality of the picture, no osteolysis can be seen. Conclusion: due the quality of the x-ray and the missing second projection plan, the review is limited. No obvious osteolysis or sintering is visible. The very steep inclination angle of the cup can be confirmed (approximately 64°), as well as a clear decentralization of the humeral head and a dislocation of the inlay. Discussion: most likely a too steeply implanted cup lead to an increased wear rate at the cranial edge of the cup, which was followed by a decentralization of the humeral head and a dislocation of the inlay. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: product identification: according to the x-ray, the implants were determined to be most likely an alloclassic cfs cup and a metasul alloclassic cfs insert. Root cause determination using dfmea for shelll and inlay: - aseptic loosening due to motion between liner and cup producing pe wear debris => possible: as it cannot be excluded based on the available information - aseptic loosening, migration of cup short term and long term due to insufficient secondary stability due to surface design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - fracture of implant, dislocation or subluxation, migration of cup short term and long term due to wrong alignment (malpositioning of shell) leading to impingement with stem => possible: as according to the x-ray the shell has been implanted in a very steep inclination angle. - fracture / damage / loosening of cup and insert due to wrong behavior of patient, high patient activity, patient disregards limits of the device => possible: as it cannot be excluded based on the available information. - migration of the metal inlay in the polyethylene (sandwich construction) due to creeping of polyethylene => possible: as it cannot be excluded based on the available information. - detachment of the sandwich construction due to impingement with stem => possible: as it cannot be excluded based on the available information - detachment of sandwich construction, loosening of implant, release of pe debris due to aging of polyethylene leading to pe debris => possible: as it cannot be excluded based on the available information. The inlay has been implanted for more than 16 years. - aseptic loosening, metallosis due to lack of lubrication in m-o-m pairing; steep cup position leading to release of wear particles => possible: as according to the x-ray the shell has been implanted in a very steep inclination angle. - loosening or fracture of components due to patient with high body weight leading to increased wear => possible: as it has been reported that the patient has been overweight. - aseptic loosening, metallosis due to inappropriate design concerning tribological performance leading to increased wear particles from articulation => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening due to incorrect distribution of load due to insufficient bony support of implant leading to stress shielding => possible: as it cannot be excluded based on the available information. - migration and/or aseptic loosening due to surgeon unfamiliar with implantation technique of this implant => possible: as it cannot be excluded based on the available information. - migration and/or loosening of components due to surgeon unfamiliar with the correct indications and contraindications => possible: as it cannot be excluded based on the available information. Conclusion summary: it was reported that the patient was implanted with a hip implant in 2000 and revised on (B)(6) 2016 due to pain, cup loosening and dislocation of the metasul inlay. The appoximate time in vivo is 16 years. X-ray review revealed that the inclination angle was determined to be approximately 64° . The too steeply implanted cup is likely to have caused or contributed to an increased wear rate at the cranial edge of the cup, which consequently led to a decentralizaton of the humeral head and a dislocation of the inlay. Moreover, it has been reported that the patient is overweight, which might also be a risk factor for an increased wear rate. The loosening might have been caused by the wear particles. No products were returned for an in-depth analysis. Therefore, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The following report is associated with this event: 0009613350-2018-00580. The manufacturer did not receive devices for review. One x-ray picture and surgical reports were received and will be reviewed within the investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient received a tha on the left hip and was revised after 16 years due to pain and loosening.